Manufacturer narrative:
Concomitant medical products: ddbb1d1 ICD, implanted: (B)(6) 2016. Product event summary: a partial lead in portions was received. No anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported there was a right ventricular (rv) lead thrombus. The lead was removed and replaced. The patient is a participant in the world-wide (B)(6) trial clinical study. No further patient complications have been reported as a result of this event.